Event description:
It was reported by repair work order that the brakes at the head end were not working. Upon inspection of the unit by the service technician, it was identified that the brakes were not working at the head end, but could still be engaged at the foot end. No adverse consequence or clinically relevant delay in treatment was reported.